Event description:
Mfg: haemonetics model: cell saver 5. Equipment repeatedly shut off during or case. Biomed took the fuses out and put them back in and equipment worked. It continued with the wash cycle and when the cycle was finished and it went into the pump cycle; the blood and saline mixture that normally goes to the waste bag was darker than the blood that went into the pt bag. Improper setup was not noted. This is a rental asset. Further testing was restricted due to rental status which prevents us from disassembling the equipment or having the mfg evaluate the equipment. The vendor has requested return of the equipment, so they can perform their own testing of the equipment. The vendor has indicated that they intend to permanently remove the device from service.